Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes /migration of essure device to the abdominal or pelvic cavity') and perforation ('perforation of organs') in an adult female patient who had essure (batch no. 664442,676717) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headache"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysteroscopy with removal of left fallopian tube, followed by laparoscopy with tubal ligation and total laparoscopic hysterectomy and unilateral right salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 25-may-2021: legal claim received: essure removal surgeries has been clarified. Event "perforation of organs" was added. Hospitalizations and disability were reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of fallopian tubes /migration of essure device to the abdominal or pelvic cavity') and perforation ('perforation of organs') in an adult female patient who had essure (batch no. 664442,676717) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), headache ("headache"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysteroscopy with removal of left fallopian tube, followed by laparoscopy with tubal ligation and total laparoscopic hysterectomy and unilateral right salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, headache, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number:664442 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 676717 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of fallopian tubes /migration of essure device to the abdominal or pelvic cavity") and perforation ("perforation of organs") in an adult female patient who had essure inserted (lot no. 664442,676717). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of abnormal uterine bleeding, fibroids, abnormal uterine bleeding, adenomyosis, ovarian cyst, menstrual cramp, ovarian cyst, parity 2 and multi gravida. Previously administered products included: depo provera, mirena, oral contraceptive nos and depo provera. On (B)(6) 2010, the patient had essure inserted. At an unknown time, she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), headache ("headache"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy and unilateral right salpingectomy on (B)(6) 2019 and hysteroscopy with removal of left fallopian tube, followed by laparoscopy with tubal ligation). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2019. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: bilateral essure implants are noted in the fallopian tubes. There is a normal appearance of the uterus. There is no filling of the fallopian tube on either side and there is no free spill of contrast material. [Pathology test] on (B)(6) 2011: tissues: foreign body -essure. Clinical information: foreign body. Essure in uterine cavity. Microscopic examination: the specimen is received in a formalin container marked essure. It consists of a metal rod 15 cm long as well as two springs; on (B)(6) 2019: history: patient with history of aub and essure coil x 1. Diagnosis: endometrium with secretory features and small benign endometrial polyp. Myometrium and serous within normal limits cervical mucosa with inflammatory change and immature squamous metaplasia. Right fallopian tube and paratubal cysts negative for malignancy. Gross description: the specimen container is labelled "uterus, cervix, right fallopian tube". The specimen consists of a total hysterectomy fixed in formalin weighing 114 g and detached fallopian tube. The uterus measures 7 cm si, 6 cm ml and 4 cm ap. The serosal surface is smooth. The cervix measures 2 x 2.5 x 2.5 cm. Upon section, the endometrial cavity measures 3 x 1 x 1 cm. A small endometrial polyp is identified in the fundus measuring 1 x 1 x 0.5 cm. The rest of the endometrium appears homogeneous and varies in thickness between 3 and 4 mm. Upon section, an essure coil is extracted from the interstitial segment of right uterotubal junction. The fallopian tube, received in the same container measures 4 cm in length and 0.8 cm in diameter. Two paratubal cysts are noted. It is unremarkable upon section. [Ultrasound pelvis] on (B)(6) 2011: the uterus is anteverted and measures approximately 8.6 x 2.9 x 5.2 cm. There is no focal uterine mass lesion identified. The endometrial echo measures approximately 8 mm and there is linear echogenicity identified within the endometrial stripe consistent with the patient's known essure implant coil. Presumed essure coil in the endometrium. 3.9 cm complex cyst in the right ovary with an appearance most suggestive of a hemorrhagic cyst or possibly an endometrioma without solid nodularity or internal vascularity on doppler interrogation; on (B)(6) 2011: the essure is recognized in the uterine cavity. The uterus is otherwise normal in appearance. There is a nabothian cyst seen in the cervical region. The large complex cyst seen in the right ovary, as well as at the time of the previous examination is a follicle and a single follicle in the left ovary is also noted, otherwise unremarkable. The previously noted cyst in the right ovary has resolved; on 18-dec-2018: clinical information: severe right pelvic pain. The uterus is of normal morphology and volume. An essure is visualized on the right lateral side of the uterine fundus in the cornual region, in continuity with the fallopian tube. The ovaries appear normal bilaterally. The bladder has a smooth, regular wall. No pelvic fluid impressions: the uterine component of an essure is visualized on the right, moreover clearly visible on review of the pelvic CT scan of (B)(6) 2018. There is essure on the right, not on the left. The examination is otherwise within normal limits. Lot number: 664442. Manufacture date: 2009-08. Expiration date: 2012-08. Lot number: 676717. Manufacture date: 2009-09. Expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report added. Medical history, concomitant conditions, patient & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus,fallopian tubes or other organs/migration of essure device to the abdominal or pelvic cavity') and uterine perforation ('perforation of uterus') in an adult female patient who had essure (batch no. 664442,676717) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (total laparoscopic hysterectomy and unilateral right salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: essure insertion date: (B)(6) 2010 (discrepancy). Essure removal date: (B)(6) 2011 (discrepancy). Most recent follow-up information incorporated above includes: on 13-may-2021: while processing follow-up information, it was noticed that incorrect country of incident was entered. The correct country of incident should be canada. Furthermore, the reporter¿s information was updated, and new reporters were added. Essure lot number was added, and the events fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, back pain, genital bleeding, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.